Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump was monitored in 50c oven for several days and no blank display noted during testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No blurry display or display anomaly noted during testing. The insulin pump was received with cracked display window corner, reservoir tube lip, and severely scratched display window. No damage on lcd glass noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin was squirting out. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after inserting a new battery. The customer mentioned that the screen was so blurry that they could not see anything. The insulin pump will be returned for analysis.